Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the hme became blocked, resulting in a significant reduction in tidal volumes. Consequently, the patient experienced oxygen desaturation to 66% spo2 accompanied by bradycardia at 37 bpm. The patient's condition showed only minimal improvement despite manual ventilation with an ambu bag. Initially, the patient was placed on 100% fio2, and suctioning was performed to rule out secretion obstruction and confirm ett patency. As there was no improvement, manual ventilation was attempted, but the patient's condition did not stabilize until the hme was removed. Following its removal, the patient's oxygenation and clinical status improved immediately. The patient is currently stable.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Description corrected- it was reported that: "the hme became blocked." Additional information requested from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Description corrected: it was reported that: "the hme became blocked." Additional information requested from the hospital.